Event description:
It was reported that during a routine device changeout, the atrial lead exhibited a loss of capture and unacceptable thresholds. It was also noted that the patient had dementia and complained of dizziness all the time. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.